Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2021, the patient experienced high blood glucose levels of over 300 mg/dl. Therefore, the patient checked the infusion set and noticed, that the canula was kinked. Further, the patient changed the infusion set again at 10:00 pm. On (B)(6) 2021, the patient was woken up by the pump because of high blood glucose levels, so the infusion set was changed again at 01:00 am. On the same day, the patient turned off the pump and used an old pump because there were ketones tested. The health care professional assessed the ketone level as dangerous and life threatening. Moreover, at 8:00 pm, the patient called the health care professional immediately and went to the hospital. The patient was hospitalized due to ketones, where kalium infusion was administered as corrective treatment, which resolved the issue. The patient's blood glucose level was checked and was normalized during the hospitalization. Currently, on (B)(6) 2021 (date of this report) the patient was still in the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.